Event description:
Philips received a report from a customer reporting that the ups and power distribution unit were damaged. There was no report of pt or operator involvement.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).